Event description:
It was reported that the zimmer tissue bank dermatome power supply was sparking. Additional clinical follow up with the hospital on 03/08/2011 indicated that the device was shorting. There was no injury to user and hospital stated that no power was in the unit at all.

Manufacturer narrative:
The device was returned to the manufacturer; however, the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.